Event description:
It was reported that cartridge alarm 20 occurred and that cartridge alarms happened with consecutive cartridges, but issue did not occur during load process and prior reports of specific cartridge alarms with this pump were not noted. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump and confirmed shipping details.